Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got a new insulin pump. Customer has been having trouble with high blood glucose levels. Customer was sent a replacement pump but it did not correct her high blood glucose levels. Customer stated that her elevated blood glucose started on (B)(6) 2016 when she reported the loose drive support cap. Customer stated that her health care provider gave her a calculation to use to treat. Customer was taking infusions for another health related issue. Customer normally sees her blood glucose elevate but they don't stay elevated. Customer reported that sometimes she does not eat because she is not hungry. Customer stated that when she skips a meal, she will sometimes binge eat, which causes her blood glucose to elevate. Customer's blood glucose was 304 mg/dl at the time and is currently 348 mg/dl. Customer treated with a bolus. Customer reported a high blood glucose level of 447 mg/dl. Customer will call back to complete the high pressure test.